Manufacturer narrative:
The root cause for the reported type iiib endoleak was most likely device related (use of strata material). Procedure related harms for this complaint could not be determined. It was reported the patient had a successful secondary endovascular repair with a non endologix stent. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The re-intervention was completed where a non-elgx (gore) device was implanted successfully resolving the endoleak. There have been no additional patient sequelae reported.

Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with an afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type iiib endoleak. A re-intervention is planned for a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.